Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device, and was unable to duplicate the malfunction. The unit passed all testing and calibrations, and was operating within the manufacturing specifications. The se recommended running the device for 24 to 48 hours, before returning to patient use. The customer reported malfunction was not verified.

Event description:
Was reported that, during patient use, the ventilator¿s display became blank. No information is available regarding the patient being transferred to another ventilator. There is no report of death or serious injury associated with this event.